Event description:
Reportedly, the user showed no response to sound with the device, since activation and in situ testing showed affected channels. There was no report of an accident or trauma. There was no redness or swelling around the implant site. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user showed no response to sound with the device, since activation and in situ testing showed affected channels. There was no report of an accident or trauma. There was no redness or swelling around the implant site. A decision for reimplantation has been made but no date is scheduled .

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was planned, but no further information has been received despite requested. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user shows no response to sound with the device.